Event description:
It was reported that the cots had bent legs, and needed the bearing assemblies replaced. It is unknown if there was patient involvement or if there are adverse consequences to report.

Manufacturer narrative:
Bent legs.